Event description:
During servicing the field service engineer noticed an issue with the acquisition of v4. There was no report of pt involvement as this occurred during servicing.

Manufacturer narrative:
(B)(4). The device was evaluated by the field service engineer. The issue was isolated to the trunk cable. The trunk cable was replaced to resolve the issue. The device then passed all required testing and remains at the customer site for use. We are considering this a malfunction of the trunk cable. Replacement of the trunk cable resolved the issue.